Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run, the triggers were jammed, and the manufactures logo was removed. It was further noted that the electronic control unit and the electric motor were damaged and the trigger was getting jammed when pushed down. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and user tampering. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during training, it was observed that the small battery drive device was running very slow. During in-house engineering evaluation it was observed that the triggers were jammed and the device did not run. It was further noted that the electronic control unit and the electric motor were damaged and the trigger was getting jammed when pushed down. The reporter stated that the device was used for training purposes only. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.